Event description:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10260) which was submitted on july 24, 2021. This product is not reportable because of OEM products. Pentax has forwarded this complaint to the legal manufacturer. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10260) which was submitted on july 24, 2021. This product is not reportable because of OEM products. Pentax has forwarded this complaint to the legal manufacturer. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. The time of event is unknown. There was no report of patient harm. The monitor turns on but only show as noise in the picture and then it turns off by itself, we verify the voltage adapter and it is ok.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video monitor model 34015 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to a malfunction on the pcbs. This report is being filed as part of the pentax backlog management plan.